Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient¿s previous implantable neurostimulator quit working in (B)(6) 2019. The patient had been told by the physician that it was the implantable neurostimulator battery because ¿it was kind of all over the map and spotty.¿ replacing the implantable neurostimulator on (B)(6) 2020 resolved the issue. There were no further complications reported or anticipated.